Manufacturer narrative:
Device is in process of being returned for evaluation. Investigation is ongoing. Once additional relevant information is available, it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized failure".

Manufacturer narrative:
The device was returned for evaluation. A review of the sample provided by the customer was completed and determined that the black material is ribbon from the printing process. The printer on this line is located above the forming station and if the ribbon excess falls onto the station below the ribbon can get caught and sealed into the pouch. Manual inspection did not catch this error, and the root cause is a manufacturing error. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned for evaluation, and the investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.